Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient. Change new tube and did not interfere with the surgical process."

Manufacturer narrative:
Qn#(B)(4). The reported complaint of cuff leakage was confirmed upon investigation of the returned sample. The customer returned the actual sample was returned for investigation. Visual inspection of the returned sample did not reveal any abnormalities. Functional inspection identified that the bronchial blue cuff was unable to inflate. The sample was then tested for leak and bubbles were observed coming out from the blue cuff and cut mark was observed on the cuff visualizing with magnifying camera. A review of the manufacturing process confirmed that bronchial tubes undergo 100% water leak test, visual inspections and inflation and deflation testing during final inspection, as part of the product release criteria. Any such defects would be detected as out of specification. The nature of the damage suggests it was not caused by a manufacturing process failure but from external force or excessive physical force exerted on it. A device history record review was performed, and no relevant findings were identified. Based on the investigation, the exact root cause of this reported issue was undetermined. No manufacturing related root cause identified for this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: on (B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient. Change new tube and did not interfere with the surgical process."